Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable and other spasticity. On 2016-dec-09, it was reported that the patient had gone through withdrawal at some point in the past. No additional information was offered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.